Manufacturer narrative:
Event description has been updated to indicate there were 6 devices experiencing this malfunction.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported the fowler was stuck or the cot was stuck at current height. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Four devices were evaluated in the field and the issue was confirmed; two devices had broken/damaged components, one device had worn components and one device had alignment issues. The devices were repaired and returned. Two devices were not made available for testing by the customer; no cause was established. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the fowler was stuck or the cot was stuck at current height. There was no patient involvement.